Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that 3 of the bd micro-fine¿+ pen needle were unable to deliver medication. The following information was provided by the initial reporter, translated from german to english: no insulin comes out of the needle. No insulin is coming out of the needle, so far about 3 needles are affected. (The pharmacist called, it's about a customer of hers).

Event description:
It was reported that 3 of the bd micro-fine¿+ pen needle were unable to deliver medication. The following information was provided by the initial reporter, translated from german to english: no insulin comes out of the needle. No insulin is coming out of the needle, so far about 3 needles are affected. (The pharmacist called, it's about a customer of hers).

Manufacturer narrative:
E.1 initial reporter phone #: (B)(6). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.